Manufacturer narrative:
The returned driver was evaluated. . Visual inspection revealed the tip has fractured. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. The manner in which the driver fractured was consistent with off-axis forces.

Event description:
It was reported that the tip of a screw inserter was found broken in central sterile processing. No specific patient or surgical information was provided.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a screw inserter was found broken in central sterile processing. No specific patient or surgical information was provided.